Event description:
It was reported that the ventricular lead exhibited noise and the patient experienced presyncope. The physician suspected clavicular crush. Upon extraction, an insulation anomaly was noted on the lead. The lead was explanted and replaced. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.